Event description:
The director of dialysis services at outpatient dialysis unit reported to baxter product surveillance that, a patient developed symptoms of hemolysis during a regular hemodialysis treatment. Reportedly, three hours into the dialysis treatment the patient started complaining abdominal pain and chest pain. The treatment was terminated and the patient was taken to the emergency room at the hospital. At the hospital the major complaint of the patient was abdominal pain and nausea. The physician ruled out a ruptured aortic aneurism, but the clinical application provided was a major hemolytic reaction. The patient¿s hemoglobin level after the event treatment dropped to 8g/dl. The week before, the hemoglobin value was 12.6g/dl. The patient condition was serious. Since a severe drop in the hemoglobin was noted and the anemia confirmed, four units of blood was given to the patient. The patient was placed on dopamine and dobutamine to keep his blood pressure stable. Additional information provided by the director of dialysis services on the next day indicated that this patient died in ICU at medical center on the evening of 2007.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 10, 2007. Baxer initiated an investigation of the customer report. The actual sample was discarded by the facility. Baxter offered a customer visit in 2007, but have not been accepted yet. The manufacturing facility (nipro corporation) has been made aware of this report. In 2007, the initial reply from nipro revealed; no abnormalities were found in the records and findings of the biological tests performed in release inspection of the lots concerned, however biological test of the retained samples will be conducted and the results will be provided upon completion of the test. Baxter is monitoring issues like this. If additional information is discovered a follow up report will be submitted.blood lines product code: 003-410-510, lot # 02n157300 or 04n157300, manufactured by gambro, code c3 instrument, manufactured by gambro.